Event description:
The product was used by crna in starting an a-line in the right wrist. Wire would not withdraw after catheter in position. Catheter and wire removed intact. The j-wire was bent in two places. Second radial catheter kit used for cannulation. Anesthesia requested product be reported to MFR for defect.